Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a lead packaging issue. When opening the lead for implant, the inner package stuck to the outer peel back layer of the packaging. The scrub nurse had to remove the sterile items individually from the inner sterile pack. The lead was implanted.

Manufacturer narrative:
(B)(4).